Event description:
Reporter alleged passing out due to an incorrect result on the blood glucose monitoring device result. Reporter stated device was 92 mg/dl at 9:54 am which was believed to be a "good reading". Reporter stated around 10:10 am, passing out emergency medical technicians (emts) measured a 32 mg/dl with their device in less that 20 minutes. Reporter indicated consuming food and drink as normal the day of alleged incident however had not taken medication because alleged event occurred prior to scheduled time for medication. Reporter stated emts treated him with a dietary adjustment and glucose from a tube. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.